Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device had trouble advancing into the artery due to scar tissue in the groin. The patient was in stable condition. The procedure was successful. Additional information was received on 19nov2019. The procedure prior to closure was a heart catheterization. A 6fr sheath was used. Hemostasis was achieved with a second angio-seal device with no further issue.